Event description:
It was reported that the device reached elective replacement indicator early. Prior to explant the device had no telemetry and it was uncertain if it was pacing or not. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) initially, the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/eri (elective replacement indicator) with time of rrt (recommended replacement time) in save to disk on (B)(6) 2012, device rrt less than or equal to 2.6251 volts. The weekly battery voltage trend data shows battery equal to 2.77 to 2.608 volts between (B)(6) 2012. There was one patient alert for low battery voltage on (B)(6) 2012. The device was returned and analysis found a battery electrolyte leakage. The field returned battery was confirmed to be leaking via penetrating cracks in the fillport weld/ button weld area. This battery showed high microhardness and fine acicular microstructure in the weld zone, making it more susceptible to environmentally assisted cracking. Indications are that the crack is a latent failure and did not occur during battery manufacturing. No conclusive root causes have been found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Initially, the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/eri (elective replacement indicator) with time of rrt (recommended replacement time) in save to disk on (B)(4) 2012 device rrt less than or equal to 2.6251 volts. The weekly battery voltage trend data shows battery equal to 2.77 to 2.608 volts between (B)(4) 2012 and (B)(4) 2012. There was one patient alert for low battery voltage on (B)(4) 2012.